Event description:
The customer reported discrepant troponin I (access accutni) results for several patients involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. The results did not correlate with an alternate access 2 immunoassay system, which generated lower values. The customer questioned the results after one of the samples did not correlate following reanalysis. The initial results from the original instrument were not released from the laboratory. There was no patient consequence or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) adjusted ultrasonics voltage from 212v to 197v and replaced the precision pump belt and seals. The fse then discovered that the wash pump motor was generating heat and causing the case temperature of the analyzer to 31 degrees celsius when the lid was closed. The fse replaced the wash pump motor and precision pump belt and vacuumed the dust from the air intake side of the instrument. System verification testing (system check, high sensitivity system check, calibration, and quality control) passed within the assay, instrument and laboratory specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. The access accutni is a thermally sensitive assay, an increase in case temperature causes a decrease in troponin results.